Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 4 mm on the non-coronary cusp (ncc) and 6mm on the left coronary cusp (lcc) and a diastolic pressure in the 80s. A post implant transesophageal echocardiogram (tee) showed a diastolic pressure drop to 40 and an angiogram revealed that the valve had migrated ventricular and severe paravalvular leak (pvl) was reported. The patient was placed on bypass and converted to open heart surgery, and the valve was explanted. A non-medtronic valve was implanted uneventfully. No additional adverse patient effects were reported.